Event description:
It was reported that a customer experienced an issue with a cracked or shattered touchscreen on their pump, rendering it unresponsive and unreadable. There was no reported information regarding the impact on the customer's blood glucose level. No additional information was provided.